Event description:
It was reported that a 64-year-old caucasian female who had a mentor smooth round moderate plus profile 800cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. As a result, explant and replacement with mentor smooth round moderate plus profile 800cc saline prostheses was performed on (B)(6) 2022. The right sided deflation was reported initially under 1645337-2022-14966 on (B)(6) 2022. On (B)(6) 2022, mentor began analysis on the left and right device returned. Findings from this analysis determined that it is likely the left implant had also deflated. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant, measuring approximately 1.8 cm. Additionally, the implant was received with a suture in the rent, consistent with the information provided by the customer. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Correction removal number: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).